Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Safety valve was leaking after disconnecting of 50-7245. Valve had to be changed. Patient is doing well.

Manufacturer narrative:
(B)(4) follow up emdr for additional information received. Another follow up emdr will be submitted if additional information becomes available.

Event description:
Additional information received 27apr2017: were there any visible cracks or damage on the valve? Nobody recommended visible damages was the triangular tab still intact? Nobody recommended visible damages when was the catheter implanted? (B)(6) 2017 do you know if the lot number you supplied is the catheter lot number or the 50-7245 lot number? 50-7050 catheter lot 0000922817 additionally, the lot number provided is not a valid lot number for any product. Can you please see if you can update this? 0000922817 do you know how long the catheter was placed before this occurred? 2 days ¿ happened on (B)(6) 2017 did it occur in the home or hospital setting? Hospital, nurse was complaining this.

Manufacturer narrative:
(B)(4) follow up emdr #2 for device evaluation. Another follow up emdr will be submitted if additional information becomes available. The investigation was not able to confirm the defect of leaking valve from the sample analyzed. The DHR (device history report) for this lot (0000922817) did not identify any issues during manufacturing or assembly that could have contributed to this failure mode. The investigation was not able to confirm the defect (leaking at the valve). The valves are installed on the catheter with a bead of glue between the valve and the tubing. Likewise, the valve assembly is subjected to a 100% functional leak test prior to assembly. The investigation did not identify any probable root cause that may have contributed to the reported failure mode. Since we are unable to determine the root cause, no corrective or preventive actions were identified for this complaint. This complaint will be added to the complaint management system and will be tracked/trended for future occurrences.